Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tech support provided pump reset information, assisted caller with resetting pump, and confirmed malfunction code did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.